Manufacturer narrative:
Analysis of the device found no anomalies.

Manufacturer narrative:
Corrected information: supplemental MDR #2 date corrections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Corrected information: patient code (B)(4) is not applicable for this event. Corrected information: the correct manufacturing site for this event is (B)(4).

Event description:
Per the attorney, the patient's medical history included a number of workplace back injuries and approximately 8 back surgeries. The patient was diagnosed with failed back syndrome/post-laminectomy pain syndrome which caused him to have chronic pain. In 2011, the patient received a spinal cord stimulator after completing a successful trial. The combination of the spinal cord stimulator and the intrathecal pain pump provided the patient moderate pain relief, so that he was able to function in his daily activities. On (B)(6) 2013, the patient's physician decided to change the patient's pain management plan. The plan was to increase the intrathecal dose of medications and wean the oral medications down to minimal levels. The physician had also decided that the existing intrathecal pain pump had "aged out" and needed to be replaced with a new pain pump. On (B)(6) 2013, a new pump was implanted. The patient presented for post-op reprogramming on (B)(6) 2013. At that time, the pump daily dose was increased eleven percent (11%) and bolus dosages were programmed for every three (3) hours. On (B)(6) 2013, the patient presented for a pump refill. At the visit, the patient reported that he had used three (3) bolus doses since his last visit, all with adverse reactions. The first (1st) dose produced leg spasms, upper body spasms and hot/cold sweats. The second (2nd) dose was better, but with tremors. The third (3rd) dose caused chest pains and tremors. All produced significant chest pressure and an uncomfortable feeling. On (B)(6) 2013, the patient received another pump refill. The pump was reprogrammed, with the dosage remaining the same, but with a bridge bolus programmed to compensate for a reduction in concentration of clonidine. On (B)(6) 2013, the patient presented to physician complaining of muscle spasms and shaking. The physician reprogrammed the pump to compensate for what she believed was clonidine withdrawal. On (B)(6) 2013, at 7:46 a.m., the patient presented to the regional medical center via paramedic with signs believed to be a heart attack. The patient's symptoms started at home around 5:45 a.m. The medical center determined that the patient was suffering from a potassium deficiency. He was treated and released in the mid-afternoon to home in stable condition. On (B)(6) 2013, at about 1:30 a.m. The patient's wife wished her husband good night and went to bed. She later heard something and went to check on the patient around 4:00 a.m. She found him on the floor, unconscious and not breathing. The paramedics were called at 4:02 a.m.they arrived at the scene at 4:14 a.m. And found the patient's wife performing chest compressions. The paramedics ultimately determined that the patient had died before their arrival. On (B)(6) 2015, the county coroner performed an autopsy on the patient. The coroner determined that the patient died of multidrug overdose, with a "markedly elevated" concentration of hydromorphone along with a number of other drugs in his system. Per the attorney, "the pump "failed to deliver the prescribed medication as programmed". The "failures appear to have sometimes resulted in the medication being delivered intermittently, medication dumps delivering too much medication or a failure to deliver sufficient medication". The "unpredictable delivery of medication caused plaintiff to experience life threatening withdrawal symptoms as well as episodes of serious overmedication." The patient's "death was caused by overmedication" through his pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction /update: the device had excess flow or overinfusion.

Manufacturer narrative:
Concomitant medical product: product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp). Indication for use was noted as failed back surgery syndrome with back and lower extremity pain. The patient failed injection therapy and medication management. The patient had a spinal cord stimulator and an intrathecal pump in place. The pump therapy and the scs stimulation combination gave the patient moderate pain relief so that he is able to function activities of daily living. The patient is disabled. The patient's past medical history included hypertension. The past surgical history included cholecystectomy, sinus surgery, multiple low back surgeries, spinal cord stimulator implantation and intrathecal pump implantation. The patient walks with the assistance of a walker, gait is unsteady. The patient's medication included avinza ((B)(6) mg twice a day), simvastatin ((B)(6) mg), soma ((B)(6) mg four times a day), lexapro ((B)(6) mg daily), potassium chloride ((B)(6) unit unknown, twice a day), furosemide ((B)(6) mg daily), clonazepam (B)(6) mg (daily), and multivitamin. The patient had an allergy to IV dye. On (B)(6) 2013, the patient was in the hcp's office for a post-operative follow up and pump reprogram. The patient rated their pain a 6/10. The pump was reprogrammed to increase the patient's daily dose by (B)(6) and have bolus dosages programmed for every three hours. The new low reservoir date was (B)(6) 2013. Pump session data showed dilaudid ((B)(6) mg/ml at (B)(6) mg/day), bupivacaine ((B)(6) mg/ml at (B)(6) mg/day), and clonidine (((B)(6) mg/ml at (B)(6) mg/day). The patient activated dose was dilaudid ((B)(6) mg, total maximum daily dose of (B)(6) mg/day, an increase in daily dose by (B)(6)), bupivacaine ((B)(6) mg, total maximum daily dose (B)(6) mg/day, an increase in daily dose by (B)(6)), and clonidine ((B)(6) mg, total maximum daily dose of (B)(6) mg/day, an increase in daily dose by (B)(6)). On (B)(6) 2013, the patient was in the hcp's office for a pump refill. The patient reported that with their boluses they got significant chest pressure and uncomfortable feeling. The physician believed it was related to the clonidine. The pump was accessed, (B)(6) cc of residual fluid was anticipated and (B)(6) cc was obtained. The pump was refilled with (B)(6) cc of dilaudid, bupivacaine and clonidine. The daily dose was increased by (B)(6) to dilaudid ((B)(6) mg per day) bupivacaine ((B)(6) mg per day) and clonidine ((B)(6) mg per day). The plan was to discontinue the patient's boluses and at the next refill reduce the concentration of clonidine. The new reservoir alarm date was (B)(6) 2013. On (B)(6) 2013, the patient was in the hcp's office for a pump refill. The patient had rated their pain a 7/10. The pump was accessed in usual fashion, (B)(6) cc of residual fluid was anticipated and (B)(6) cc of residual fluid was obtained. The pump was refilled with (B)(6) cc of dilaudid, bupivacaine and clonidine. Since there was a change in concentration in the clonidine, a bridge bolus was programmed. The daily dose was kept the same and their bolus doses were decreased substantially. Next refill date was noted to be in (B)(6) 2014. Pump session data showed dilaudid ((B)(6) mg/ml at (B)(6) mg/day), bupivacaine ((B)(6) mg/ml at (B)(6) mg/day), and clonidine ((B)(6) mg/ml at (B)(6) mg/day). The patient activated dose was dilaudid ((B)(6) mg, total maximum daily dose of (B)(6) mg/day, an increase in daily dose (B)(6)), bupivacaine ((B)(6) mg, total maximum daily dose (B)(6) mg/day, an increase in daily dose (B)(6)), and clonidine ((B)(6) mg, total maximum daily dose of (B)(6) mg/day, an increase in daily dose (B)(6)) on (B)(6) 2013, it was reported that the patient had a history of back and lower extremity pain, the patient was in the hcp's office rating their pain an 8/10. The patient's clonidine dose was recently reduced and the patient had come in on (B)(6) 2013, with spasms and shaking consistent with clonidine withdrawal, so the pump was increased by (B)(6). The patient's new refill date was (B)(6) 2014. The patient had been advised that if their symptoms had not abated in 24 hours, to seek help in the emergency department. (No pump session data was received for this change).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine for a long period of time and hydromorphone for a shorter period time via an implantable pump. The event date was (B)(6) 2013. The date of death was (B)(6) 2013. It was reported the patient experienced a drug overdose from the pain pump leading to death. An autopsy was performed on 2013, beginning at 1000 hours and upon investigation of the essential facts concerning the circumstances of the death and history of the case, it was the opinion that the findings, cause and manner of death were as follows; the white male was found at home, unresponsive. He had a history of multiple back surgeries due to injuries that occurred while he was working years ago and had an indwelling pain pump that was in place in the left lower quadrant of the abdomen. The pump was removed and was retained at the coroner's office until toxicology results were complete, in case it needs to be examined. The exam found no evidence of injuries to the body, but the internal exam did find a markedly enlarged heart at 532 grams with mild coronary artery disease. The lungs were also very heavy with prominent pulmonary edema. The postmortem toxicology report shows the presence of potentially lethal concentration of hydromorphone as well as elevated concentration of morphine. Sedative drugs, clonazepam and meprobamate, were also found within therapeutic concentrations. Review of pharmacy records indicates that he had been on morphine for a long period of time and hydromorphone for a shorter period time, indicating that he would have developed tolerance to these drugs, but the markedly elevated concentration of hydromorphone appears beyond expected tolerance levels. The combined effects of these sedative drugs would have resulted in respiratory depression and death. The cause of death will be listed as multidrug overdose, with manner of death accident. Concomitant medical products were carisoprodol (carisoprodol 350 mg oral tablet) 1 tab by mouth every 6 hrs; clonazepam (clonazepam 2 mg oral tablet) 2 tab by mouth every 6 hours; clonidine 1 patch transdermal bedtime escitalopram (lexapro 20 mg oral tablet) 2 tabs by mouth 1/day; bupivacaine; oxygen (hypoxia o2 sats 80 % ) 2 l via nasal cannula while sleeping duration indefinite; furosemide (lasix 40 mg oral tab) 1 tab 1/day; hy dromorphone (diluadid) pump; (avinsa 90 mg /24 hrs oral 1 cap 2/day; morphine 30 mg oral 1 cap every 3 hrs as needed; potassium chloride klor-con 10 10 meq oral 2 tab/day 30 days; simvastatin 20 mg oral 1 tab every bedtime; lorazepam 1 mg last dose at 08:28 route IV push rate not to exceed 2 mg/min; hydromorphone 1 mg last dose at 08:28 route IV; lorazepam 1 mg last dose at 09:10 route IV push rate not to exceed 2 mg/min; lidocaine topical 1 appl last dose at 10:05; potassium chloride 40 meq last dose at 10:53; potassium chloride 40 meq last dose at 12:15 route IV piggyback 305; sodium chloride 0.9% 500 ml last dose at 12:15 route IV piggyback. See attached user facility medwatch